Manufacturer narrative:
This ra lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The decision was made to reposition this lead. After three attempts of repositioning, the helix mechanism got stuck. It was suspected there was blood in the helix mechanism preventing it from operating normally. The physician elected to explant and replace this ra lead. All final measurements were correct. There were no allegations against this ra lead, and there were no adverse patient effects reported.